Event description:
It was reported that, pt is experiencing pain and discomfort. He states that he is in chronic pain. He has been following up with his surgeon and has had x-rays and MRI. He has had cortisone shots for the pain and surgeon has communicated to patient that he will need a revision. He has also been on pain medications for the last year.

Manufacturer narrative:
Evaluation summary: review of the device history records indicates all devices accepted into final stock met specifications. The product experience reporting database shows there have been similar events reported for the product family. This issue has been previously investigated and addressed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported osteolysis and loosening is considered to be under the scope of this recall. No further investigation is required.